Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts were noted to be lifted proximal side of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the middle and distal end of left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were lifted up when the device was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the middle and distal end of left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were lifted up when the device was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.